Event description:
Procedure type: lysis of adhesions. According to the reporter: the needle of device became disengaged into the patient's tissue. The surgeon carefully removed needle from tissue, which may have taken an additional 10 minutes. There was no tissue damage or patient injury, no additional blood loss, and no extended or time of more than 30 minutes.

Manufacturer narrative:
(B) (4). (B) (4).